Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the ins moving around in the musculature and causing pain. Patient wanted to know the protocol for repair? It sits perpendicular and protrudes thru my skin. It will lay flat but moves when I move. Patient said let me know what I can expect or what I should tell my surgeon. Kidney issues are negative and pt evals have been done to rule out additional issues.